Manufacturer narrative:
Date of event: exact date unknown, event occurred three days from the date of implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7138921.

Event description:
It was reported that the patient had a chronic obstructive pulmonary disease (copd) exacerbation after the trial leads were placed and was admitted to the hospital. Nothing happened during the trial procedure that would have contributed to the issue and the cause was unknown. The patient underwent an early lead pull procedure. The explanted leads were discarded by the medical facility.